Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release stent was to be implanted as palliative treatment for an external stricture caused by a tumor in the airways during a stent placement procedure performed on (B)(6) 2016. The patient¿s anatomy was not tortuous and was not dilated prior to stent placement. Reportedly, the patient had stage 4 lung cancer and renal failure. According to the complainant, during the procedure, the physician started deploying the stent. After approximately one quarter of the stent had deployed, the deployment suture would not unravel and the catheter bowed. The partially deployed stent was removed from the patient on the delivery system. The complainant reported that the stent was able to be deployed outside the patient by manually pulling the deployment suture at the stent. The procedure was not completed. Reportedly, the patient was intubated and the physician planned to implant another stent the next day. However, the physician decided not to implant another stent due to the patient experiencing secondary complications unrelated to the stent or stent placement procedure. Reportedly, the patient had comorbidities that lead to the patient¿s death. According to the complainant, the stent placement procedure was not related to the patient¿s complications and death.